Event description:
Boston scientific received information that this device could not interrogated, telemetry could not be established and no magnet response could be obtained despite multiple efforts at troubleshooting. Therefore, the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.